Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported that during surgery the "stem insertion cracked radial shaft. Removal of implant. Cerclage with wire. Insert new implant. 20-minute delay. Product is unavailable." The surgery was completed and there were no adverse patient consequences reported. This report is related to report number 3025141-2023-00700 for the stem involved in this event.